Event description:
The device was returned to the materials mgmt dept with an unsigned note from the customer contact that stated "broken." This does not indicate a reportable malfunction. No additional info was provided; however, during verification testing at the service ctr, the device door roller was missing and door roller pin was broken.

Manufacturer narrative:
During testing at the service ctr, it was noted that the device door roller was missing and door roller pin was broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.